Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. The ventricular threshold measurement ranged from 1.6v to 1.8v. The ventricular amplitude was set at 2v. A boston scientific crm technical services (ts) consultant suggested that the syncope might have been caused by loss of capture. Ts suggested programming the sensitivity to 5.0v to decrease the sensitivity. This lead was returned due to unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
This device and lead remain implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.